Event description:
On (B)(6) 2014 the patient contacted animas alleging that on an unspecified date he experienced elevated blood glucose (bg) over 500mg/dl with abdominal pain and/or vomiting, extreme thirst, and excess urination related to recurring loss of primes. The reporter confirmed that the cartridges were being used appropriately but the loss of primes continued. The patient reportedly had discontinued insulin pump therapy at the time of the call to animas. This complaint is being reported based on the allegation that the patient experienced hyperglycemia allegedly related to recurring loss of prime.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.